Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she thinks that her pump is not functioning. She said that her blood glucose was low the night prior, she suspended her insulin and ate something. The customer said that her pump did not resume the basal rate on its own after she suspended it. She was advised that if she suspends the insulin delivery, then she needs to manually resume in order to get any insulin. She stated that when she woke up, she had a high blood glucose of 400 mg/dl the morning of the call because she had suspended the insulin delivery all night. She checked her blood glucose again and it had gone to 380 mg/dl. The customer mentioned that she did not want to troubleshoot for her low or high blood glucose. The pump is not being returned for analysis.